Event description:
It was reported that balloon rupture occurred, the target lesion was located in the anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.